Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) units safety disk is not passing membrane test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported during installation that cardiosave intra aortic balloon pump (iabp) safety disk not passing membrane test. There was no patient involvement and no harm or injury reported. A getinge field service engineer (fse) evaluated and replaced (d202-00-0140) safety disk which resolved the issue of not passing the membrane test. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.